Event description:
It was reported that(1) devicewas used during a hemorrhoidectomy. It was reported by the affiliate that the pph01 instrument did not close the wound well. Infact after 2 hours, the pt had a hemorrhage and the surgeon had to reoperate and close the wound by a continuous suture, the hemorrhage was not to sever to require a transfusion, but the hemoglobin reached the valve of 8. The pt had a extended hospital stay of 4-5 days. The hosp is not returning the device. 07/06/2000, affiliate responded: the device functioned well during the initial procedure. It felt/sounded normal when fired and the staples were present. Some were malformed. The anastomosis was leak checked, but is not known by what method. It is unknown how the pt is at this time.